Event description:
It was reported that removal difficulties encountered. The target lesion was located in the proximal circumflex artery. A 1.2mm x 12mm threader balloon catheter was advanced but would not pull back correctly. The device was fully removed over the wire from the patient. The procedure was completed with a different device. No patient complications reported.